Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed in (B)(6) 2018, several episodes of ventricular noise oversensing were observed; therefore the sensitivity was reprogrammed to 0.6v. The noise oversensing was still present but was not detected during ventricular fibrillation (vf). On (B)(6) 2019, during device replacement due to normal battery depletion, an episode of noise oversensing dated one month earlier was detected. The ICD was replaced and the ventricular lead was abandoned in the patient's body. Preliminary analysis did not reveal any issue with the subject returned device.

Event description:
Reportedly, during a follow-up performed in (B)(6) 2018, several episodes of ventricular noise oversensing were observed; therefore the sensitivity was reprogrammed to 0.6v. The noise oversensing was still present but was not detected during ventricular fibrillation (vf). On (B)(6) 2019, during device replacement due to normal battery depletion, an episode of noise oversensing dated one month earlier was detected. The ICD was replaced and the ventricular lead was abandoned in the patient's body. Preliminary analysis did not reveal any issue with the subject returned device.

Manufacturer narrative:
Please refer to the attached analysis report.